Manufacturer narrative:
(B)(4). Visual evaluation of the complaint device found that there were no visual issues. The inner radio opaque (ro) markers were inspected but none showed abnormalities. Functional analysis found that the balloon was able to be inflated but would not hold pressure due to a pinhole in the proximal shoulder of the balloon. Based on the available information, the most probable root cause is manufacturing deficiency. The product likely failed to meet specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; the dfu states that the balloon should not be pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used  during an esophageal balloon dilatation procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon was noted to have a pinhole rupture. The procedure was completed with another cre pro gi dilatation balloon. There were no patient complications reported as a result of this event.